Event description:
Vascade device was placed in the procedure sheath in the normal fashion. Disc was deployed successfully, sheath removed, key inserted and black sheathed portion withdrawn, disc de-deployed and wire removed. At this time it was noted that 1 1/2 inch of the black sheath was broken away from the shaft of the upper portion. The collagen was not exposed to the tissue tract and was still covered and secured on the wire upon removal. The complete device was removed including the portion of the black sleeve that had detached. The staff converted to manual pressure and 30 units of protamine was given for reversal of heparinization. Hemostasis was achieved via manual compression and the pt is doing well.

Manufacturer narrative:
The review of the DHR (lot 580i140106a) indicated that the device lot met all established performance criteria prior to shipment. The device was returned for investigation. The device was returned with the disc de-deployed, the key engaged in the lock, and the black sleeve retracted. The collagen was not returned with the device. Joint failure of the distal outer sleeve was confirmed. The defect was examined under a microscope and it appeared that the components had undergone established mfg process for this joint. Conclusion: per the physical investigation, it appeared that mfg steps were followed, however, based on the observed device malfunction, a mfg defect appears to be the cause.